Event description:
It was reported that the patient heard beeping from the pump approximately 1 month prior to the report. The patient went to the doctor and the doctor had a hard time getting a reading about how much drug was in the pump. Since that time, the patient heard a beep again the week prior to the report. The reporter stated that the beeping did not sound like a critical pump alarm. This was the patient¿s second pump and several days to a week after the pump was implanted, the patient had severe abdominal pain so they changed antibiotic. The patient had been on a ¿downward spiral¿ since then. The patient had clostridium difficile and also had a heart attack 3 weeks prior to the report. Patient outcome was unknown at the time of the report. The device system delivered prialt. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the healthcare provider (hcp) did not think c. Diff (clostridium difficile) and heart attach were related to the infusion system.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later received reported in february 2015 the patient experienced abdominal discomfort. Per the hcp it was not due to prialt, the patient was diagnosed with cholecystitis, pending surgery. The abdominal pain was secondary to cholecystitis yet to have surgery soon. No relation to the pump.